Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 07/21/2017 stated that this lead was dislodged and has high threshold. Non-capture observed on presenting strip, impedance decreased from 454 ohms last check to 236 ohms now and no noise reported. The physician was dr. (B)(6). No known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).